Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation, this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button, requiring prolonged attempts to wake the device despite multiple users¿ efforts, and the issue persisted after a restart while on the charger; the device otherwise powered on and responded to touch when on the charging pad. Symptoms included user inability to reliably wake and interact with the device using the sleep/wake control. Outcomes included replacement of the device and continued glucose monitoring via a connected cgm application without reported adverse health effects. Investigation included remote troubleshooting, device restart, cleaning guidance, use-on-charger assessment, and confirmation of screen responsiveness when charging. Investigation of this device was confirmed and revealed a hardware performance issue consistent with a malfunction of the sleep/wake control that prevented normal wake functionality, with no evidence of alerts or alarms and no impact to blood glucose management reported. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the sleep/wake mechanism.